Event description:
Additional information indicates surgical intervention was undertaken on 3 june 2021 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was confirmed inoperable after the device stopped communicating and the patient programmer displayed a communication error message. As a result, surgical intervention may be undertaken as the next course of action to address the issue.